Event description:
A customer reported experiencing a malfunction on their pump, which displayed malfunction code 12. Despite this issue, there was no adverse impact on the customer's blood glucose level. The customer received assistance in resetting the pump, but the malfunction recurred after resetting. Tandem technical support decided to replace the pump, and the customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. Additionally, the customer was instructed on how to manage the old pump and details regarding the replacement process, including shipping and receiving instructions.